Event description:
Same case as: MDR ID 2134265-2013-01861. It was reported that during preparation for a rotational atherectomy treatment procedure, a guide wire fractured. After loading the 2.15mm rotablator rotalink plus burr onto the 330cm floppy rotawire guide wire, the physician tested the 2.15mm burr at a speed of 180,000 rpm. While checking the rotational speed of the device outside the patient body, it was observed that the distal section of the guide wire fractured approximately 200cm from the 2.15mm burr and the fractured piece remained in the burr. The procedure was completed with a different device. No patient complications were reported and patient status is good.

Event description:
Same case as: MDR ID 2134265-2013-01861. It was reported that during preparation for a rotational atherectomy treatment procedure, a guide wire fractured. After loading the 2.15mm rotablator rotalink plus burr onto the 330cm floppy rotawire guide wire, the physician tested the 2.15mm burr at a speed of 180,000rpm. While checking the rotational speed of the device outside the patient body, it was observed that the distal section of the guide wire fractured approximately 200cm from the 2.15mm burr and the fractured piece remained in the burr. The procedure was completed with a different device. No patient complications were reported and patient status is good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: one device was received with the body kinked, device separated in two section and one section is inside the rotalink. The burr returned stuck on wire fractured in two sections: part 1 (proximal) presents several kinks along the body and the part 2 (distal). All the outer diameter measurements are within the specifications. The returned device was sent for external analysis ((B)(4)) to determine the fracture failure mode. The (B)(4) returned the following results: failure on both samples (sample 1 and 2) occurred due to a rotational wear reduction of the cross sectional area followed by a final torsion/bending overload. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
Patient age at time of event: 18 years or older. (B)(4).

Event description:
Same case as: MDR ID 2134265-2013-01861. It was reported that during preparation for a rotational atherectomy treatment procedure, a guide wire fractured. After loading the 2.15mm rotablator rotalink plus burr onto the 330cm floppy rotawire guide wire, the physician tested the 2.15mm burr at a speed of 180,000rpm. While checking the rotational speed of the device outside the patient body, it was observed that the distal section of the guide wire fractured approximately 200cm from the 2.15mm burr and the fractured piece remained in the burr. The procedure was completed with a different device. No patient complications were reported and patient status is good.